Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys interface board was replaced, and the software was reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's monitors displayed a communication failure. No pt injury was reported.